Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted in 2015 without a field representative present. At a later date, the field representative was called to the hospital for a revision. When the field representative arrived, it was reported that the revision was to correct the atrial and ventricular lead as the ra lead was connected to the ventricular port and the rv lead was connected to the atrial port. The pacemaker had been programmed to aai prior to the procedure to ensure ventricular support. The leads were reconnected to the appropriate ports. No additional adverse patient effects were reported. The device remains implanted and in service. Attempts to obtain the serial number for the pacemaker and the manufacturer, model, and serial information on the leads were unsuccessful.